Event description:
It was reported difficulty was encountered advancing the carrier system via a femoral approach, which resulted in inappropriate filter placement in the iliac vein. It was indicated a post-operative x-ray revealed the filter was placed upside down. Another filter was successfully placed via a jugular approach without any patient complications. A delivery system in the locked position, one sheath and three dilators were received, evaluated and retained by this manufacturer. The filter remains implanted and was therefore not returned for evaluation. No problem was noted with the sheath. A two millimeter crack was located at the distal tip of the carrier capsule. A review of the device history record for this lot was performed and no manufacturing discrepancies were noted. Films taken of the filter during the manufacturing process confirmed the filter was loaded appropriately. Followup indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."